Event description:
(B)(4). Sever pain in my left and right sides, fatigue, nausea, lower back pain, neck pain, headaches, joint pain, weird rashes that come and go, memory problems that make me feel like I'm in a fog. Severe bleeding with in the last year through out the month. Periods are not normal any longer. I finally had an internal ultra sound that showed fibroid tumors in my uterus and left tube is very inflamed and filled with liquid. My referral to a gynecologist has taken a while but scheduled for first week in (B)(6) to discuss options.